Event description:
Customer reports: the tube clogged and needed to be replaced.

Manufacturer narrative:
Selected "other" because the product was discarded. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record and any associated non-conformances or deviations could not be reviewed since the lot number is unknown. Device history records are reviewed for acceptability prior to finished product release. There were no samples submitted with this complaint therefore a physical product examination was not possible evaluate and confirm the reported issue. Without a sample that displays or in which the reported condition can be duplicated, the root cause cannot be positively attributed to a product design or manufacturing problem. Since this complaint is unconfirmed, no complaint trend exists and a specific root cause for the occurrence cannot be identified, no corrective action is required at this time. This complaint will be recorded for tracking and trending purposes.